Manufacturer narrative:
Age: (B)(6).

Event description:
A report was received that a patient experienced a neurocognitive decline. The patient was treated with medication. The event was deemed to be possibly related to the implant procedure but not related to the device.